Event description:
It is reported that end-user developed a red non-open rash at the left lower quadrant (llq) located under tape collar in exact outline of tape collar. It is stated that the rash has progressively gotten worse over time and itches. Physician has ordered prescription clotrimazole ointment, and end-user has been applying medication along with "(B)(4) gauze" on skin under tape collar with noted improvement.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury based on treatment of (B)(4) cream as prescribed by physician. It is reported that end-user currently washes skin with water then pats dry and applies (B)(4) and gauze and wafer. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a follow up report will be submitted. FDA registration number. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.